Event description:
It was reported intermittent occlusion alarms occurred and continued to recurr. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.